Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor stopped working occurred. The sensor was inserted into the arm on (B)(6) 2025. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Data log analysis was performed and failed. The allegation was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of a sensor stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor stopped working occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of a sensor stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.